Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported hospitalization due to high blood glucose. Customer is pregnant. Customer woke up with ketones and high blood glucose. Customer had a bent cannula. Nothing further reported.